Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. The reported alarm and unexpected restart was confirmed through review of the device logs. The investigation determined that the device failure was due to an isolated component failure within the battery assembly. (B)(4).

Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device alarmed resulting in an unexpected restart. There was no patient injury reported as a result of this incident.